Manufacturer narrative:
E1-initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, the shaft connection was fractured. The procedure was completed with another of the same device. There were no complications, and patient was stable after the procedure.